Manufacturer narrative:
During inspection and testing, service found foreign material on the forceps elevator due to insufficient cleaning. In addition, adhesive on the bending section cover was detached, due to wear of angle wire, bending angle in right direction did not meet the standard value and the play of up/down & right/left knob was out of the standard value, the plastic distal end cover had a dent, and parts were replaced as part of annual inspection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer sent the scope to an olympus service center for annual evaluation. During inspection and testing, foreign material was found on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been, due to the following: brushing method of forceps elevator and around elevator conducted by the user was different from method recommended in the instructions for use (IFU). Staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. The IFU (reprocessing manual) states, that there is a possible infection to the patient and/or operators who conduct the next procedure by using the endoscope, which cleaning/disinfection/sterilization are insufficient: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized, during every reprocessing cycle. Even if the channels were not used, during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing, the next procedure with the endoscope". The IFU (reprocessing manual) states: "manual cleaning: brush the forceps elevator states on detailed method of reprocessing on/around forceps elevator". The IFU (operating manual) 'inspection of the endoscope' clearly states, on foreign material at forceps elevator, during inspection prior to use. Therefore, the suggested event was detectable. 'Returning the endoscope for repair' states, on cleaning device before returning for repair. "Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus". Olympus will continue to monitor field performance for this device.